Event description:
On (B)(6) 2025 at 2:16 am, the user reported that the top portion of the ilet touchscreen was no longer responding. Upon inspection, the user noted a hairline crack on the screen. At the time of the call, the user's blood glucose (bg) was 300 mg/dl. A replacement ilet was issued. No medical intervention or outside assistance was required, and no symptoms were reported.